Event description:
Had essure implanted in (B)(6) 2012 began having hair loss, weight gain, uncontrollable vaginal bleeding for 6+ months and as in that required rx pain killers. Headaches, memory loss, as well as rashes. Had a hysterectomy to remove the devices. After 18 months of hell, all symptoms gone. I was (B)(6).